Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: the 97745 intellis controller, serial #nld095855n, was returned for product analysis. Analysis revealed corrosion. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that on saturday ((B)(6) 2021 the patient's controller made a loud noise then went blank and unresponsive. The patient had reset the controller but the controller was still blank and unresponsive. Troubleshooting was unable to be performed as during the call the patient could not remove the controller battery pack. Patient will call back once battery back is able to be removed. Patient called back with serial numbers. The patient was assisted with resetting the controller, controller did not power when plug into the outlet without battery pack or with battery pack or with double aa batteries. It was confirmed ac power supply had green light and patient tried different outlet and no power on the controller. Patient stated she wiped down the controller with a damp rag. Patient stated the controller was not dropped. An email was sent to the repair department to replace the controller and battery pack. No symptoms were reported. (B)(6) 2021. Rtg0181200 update (con): additional information received reported that the new controller was unresponsive. During the call, pt plugged the controller into the ac power supply and the controller became responsive. Pss walked patient through the controller set up process and once the patient got to the screen that said connect the recharger, the patient received the message that the controller battery needed to be charged. Patient was unable to set up controller for the controller was not charged enough to connect the recharger. Patient will charge their controller and call back for assistance of finishing the controller set up process. They were able to finish setting up controller on their own, but didn't set the time right. Pss reviewed how to change the time in the menu and pt was successfully able to change to correct time.